Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was unknown at the time of incident. The customer treated high blood glucose with backup plan. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Customer states self test was passed. Customer states scratches to the screen and piece fell off. The insulin pump will be returned for analysis.